Manufacturer narrative:
(B)(4). Concomitant medical products: item: 00-0903-2628, 3.5mm locking cortical screw, t15 hex, 26mm, lot: 170078-j; item: 00-0903-2622, 3.5mm locking cortical screw, t15 hex, 22mm, lot: 162305-j; item: 00-0903-2512, 3.5mm selft tapping cortical screw, t15 hex, 12mm, lot: 161244-j; item: 00-0903-2518, 3.5mm self tapping cortical screw, t15 hex, 18mm. Lot: 174258-j; item: 00-0903-2516, 3.5mm self tapping cortical screw, t15 hex, 16mm. Lot: 161459-j; item: 00-0907-2103, 130 degree, 3.5mm locking proximal femoral plate, 3-hole, lot: 041626-g. Product has been received by orthopediatrics and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that following a surgical procedure to correct a proximal femoral focal deficiency, the screws were discovered to have dissociated from the bone and fractured. It was also reported that the patient was diagnosed with poor bone quality and was not casted following the procedure. The patient underwent a revision procedure. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device evaluated by manufacturer? Yes. Device manufacture date: 20-jun-2017. (B)(4). Product was evaluated and complaint of device fracture was confirmed. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined.